Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a fluid leak from the main diluter card ff151 while troubleshooting the coulter lh500 hematology analyzer for 300 vdc (volts direct current) errors. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing gloves, eye protection, and a laboratory coat at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. Customer identified the source of the leak to be a hole in the tubing through pinch valve pv43 and replaced the tubing; however, the 300 vdc errors persisted. The field service engineer (fse) inspected the instrument and found the tubing to be the wrong diameter/color and replaced it with the correct tubing. The fse also replaced pinch valve pv70, which was sticking, and adjusted the compressor from 55psi to 60psi. The instrument and repairs were verified per established procedures, and the results met published performance specifications. The root cause of the leak is attributed to a hole in the tubing through pv43.